Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 388, 243 and 318 mg/dl. Tests were done wihtin 10 minutes. Patient did not experience any adverse events. No further information has been reported.